Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead were normal except for procedural damage.